Manufacturer narrative:
Investigation results: the visual inspection revealed that the short port btt black inflation valve had popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure, "short port btt black inflation valve dislodged" was confirmed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cup of the device would not hold or allow gas to enter. Qa has interpreted this to mean that the short port black inflation valve was dislodging, so the balloon would not remain inflated; therefore, not allowing the co2 to remain in the tunnel. The reporter "purchasing" was not sure if a replacement unit was used to complete the procedure. The hospital did not report any pt complications.